Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent an initial partial knee arthroplasty on an unknown date. Subsequently, patient expired on an unknown date due to unknown reasons with knee components in situ. No further information has been provided.